Event description:
It was initially reported by implant patient registry through receipt of an implant data card, that approximately 4 years, 5 months, 24 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant was unknown at that time. However, per medical records received, the patient had severe prosthetic aortic stenosis and presented to the emergency department with chest pain. The patient had been experiencing progressive dyspnea on exertion, fatigue and exertional angina. Echocardiogram showed a mean gradient of 60mmhg and ava of 0.6cm2. Two days later, the patient was brought emergently to the or and underwent explant of the sapien 3 ultra valve, and implant of a 21mm inspiris resilia valve. Examination determined severe prosthetic aortic stenosis with a mean gradient of 54mmhg. Intraoperative inspection of the tavr valve noted heavily calcified prosthetic leaflets.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event for calcification was confirmed based on provided medical record. The available information suggests that patient factors including hld, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Patient factors associated with an increased risk of developing stenosis and calcification include age, disease state, co-morbidities, and pharmacological interventions, such as but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.